Event description:
It was reported that the patient was suspected of an infection with symptoms of mild fever, pus, fatigue and pain at the ipg site. The patient underwent an explant procedure wherein all device components were explanted. The patient was in the hospital for intravenous antibiotics. The patient was doing well, and all explanted devices were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: (B)(6), model: sc-8436-50, serial: (B)(6), batch: 7078443.